Event description:
Two endeavor mx2 drug-eluting stents (3.0 x 12mm & 2.5 x 24mm) (MFR report# 2953200-2008-001161) were successfully implanted, overlapping, in the left main. It is reported that 12 days later the pt suffered a sudden death. Circumstances and cause of death are unk. Investigator indicated that event was not related to the study stent. No autopsy report is available.

Manufacturer narrative:
Eval results: (death).